Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Allegations for oversensing, inappropriate shock, undersensing, failure to shock or properly shock, noisy signals, low amplitude or poor morphology, and electric shock are not confirmed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Event description:
It was reported that the patient was admitted to the hospital due to experiencing cardioembolic episode with stroke. The hospital noted t-wave oversensing where a shock was initially aborted, however the patient did eventually receive a shock. It was also noted the subcutaneous implantable cardioverter defibrillator (s-ICD) was at an estimated nine percent remaining to elective replacement indicator (eri). Smartpass was noted to have automatically disabled. Review of the smartpass disabled episode was requested. Upon review, technical services (ts) discussed troubleshooting and reprogramming options in regard to the t-wave oversensing. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days depending on therapy usage, to ensure that therapy would remain available. Further review of the stored episodes noted that over five years earlier there was an episode stored where there was a sudden change in morphology to a polymorphic fast rhythm. There were some noise markers before the charge that slightly delayed time to therapy. Time to therapy was at approximately 21 and a half seconds. The shock successfully converted the arrhythmia to the baseline rhythm. However, the noise markers remained after the shock. The current shock started similar to the previous one, however the rhythm did not show the typically morphology for a malignant ventricular tachycardia (vt). Technical services (ts) noted the rhythm should be determined by the physician and the episode could potentially have been an inappropriate therapy. The field representative noted that the current shock did not lead to the stroke; during hospitalization a carotid artery occlusion was observed. The patient remains hospitalized while recovering from the stroke and the physician will review and interpret the rhythm to determine next steps for the patient. The s-ICD remains in service and no additional adverse patient effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report is being filed to correct h7 remedial action that was inadvertently incorrect on the last report. Allegations for oversensing, inappropriate shock, undersensing, failure to shock or properly shock, noisy signals, low amplitude or poor morphology, and electric shock are not confirmed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Event description:
It was reported that the patient was admitted to the hospital due to experiencing cardioembolic episode with stroke. The hospital noted t-wave oversensing where a shock was initially aborted, however the patient did eventually receive a shock. It was also noted the subcutaneous implantable cardioverter defibrillator (s-ICD) was at an estimated nine percent remaining to elective replacement indicator (eri). Smartpass was noted to have automatically disabled. Review of the smartpass disabled episode was requested. Upon review, technical services (ts) discussed troubleshooting and reprogramming options in regard to the t-wave oversensing. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days depending on therapy usage, to ensure that therapy would remain available. Further review of the stored episodes noted that over five years earlier there was an episode stored where there was a sudden change in morphology to a polymorphic fast rhythm. There were some noise markers before the charge that slightly delayed time to therapy. Time to therapy was at approximately 21 and a half seconds. The shock successfully converted the arrhythmia to the baseline rhythm. However, the noise markers remained after the shock. The current shock started similar to the previous one, however the rhythm did not show the typically morphology for a malignant ventricular tachycardia (vt). Technical services (ts) noted the rhythm should be determined by the physician and the episode could potentially have been an inappropriate therapy. The field representative noted that the current shock did not lead to the stroke; during hospitalization a carotid artery occlusion was observed. The patient remains hospitalized while recovering from the stroke and the physician will review and interpret the rhythm to determine next steps for the patient. The s-ICD remains in service and no additional adverse patient effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient was admitted to the hospital due to experiencing cardioembolic episode with stroke. The hospital noted t-wave oversensing where a shock was initially aborted, however the patient did eventually receive a shock. It was also noted the subcutaneous implantable cardioverter defibrillator (s-ICD) was at an estimated nine percent remaining to elective replacement indicator (eri). Smartpass was noted to have automatically disabled. Review of the smartpass disabled episode was requested. Upon review, technical services (ts) discussed troubleshooting and reprogramming options in regard to the t-wave oversensing. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days depending on therapy usage, to ensure that therapy would remain available. Further review of the stored episodes noted that over five years earlier there was an episode stored where there was a sudden change in morphology to a polymorphic fast rhythm. There were some noise markers before the charge that slightly delayed time to therapy. Time to therapy was at approximately 21 and a half seconds. The shock successfully converted the arrhythmia to the baseline rhythm. However, the noise markers remained after the shock. The current shock started similar to the previous one, however the rhythm did not show the typically morphology for a malignant ventricular tachycardia (vt). Technical services (ts) noted the rhythm should be determined by the physician and the episode could potentially have been an inappropriate therapy. The field representative noted that the current shock did not lead to the stroke; during hospitalization a carotid artery occlusion was observed. The patient remains hospitalized while recovering from the stroke and the physician will review and interpret the rhythm to determine next steps for the patient. The s-ICD remains in service and no additional adverse patient effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the patient was admitted to the hospital due to experiencing cardioembolic episode with stroke. The hospital noted t-wave oversensing where a shock was initially aborted, however the patient did eventually receive a shock. It was also noted the subcutaneous implantable cardioverter defibrillator (s-ICD) was at an estimated nine percent remaining to elective replacement indicator (eri). Smartpass was noted to have automatically disabled. Review of the smartpass disabled episode was requested. Upon review, technical services (ts) discussed troubleshooting and reprogramming options in regard to the t-wave oversensing. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days depending on therapy usage, to ensure that therapy would remain available. Further review of the stored episodes noted that over five years earlier there was an episode stored where there was a sudden change in morphology to a polymorphic fast rhythm. There were some noise markers before the charge that slightly delayed time to therapy. Time to therapy was at approximately 21 and a half seconds. The shock successfully converted the arrhythmia to the baseline rhythm. However, the noise markers remained after the shock. The current shock started similar to the previous one, however the rhythm did not show the typically morphology for a malignant ventricular tachycardia (vt). Technical services (ts) noted the rhythm should be determined by the physician and the episode could potentially have been an inappropriate therapy. The field representative noted that the current shock did not lead to the stroke; during hospitalization a carotid artery occlusion was observed. The patient remains hospitalized while recovering from the shock and the physician will review and interpret the rhythm to determine next steps for the patient. The s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.